Manufacturer narrative:
Additional information: d10, h3 and h6. The field event of premature battery depletion was confirmed. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. No high current drain sources were found throughout testing. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion is undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the patients previous follow-up three months ago, a device longevity of three years was obtained. At the patient's next follow-up the device was observed to be at elective replacement (eri) level. The physician suspects premature battery depletion. The event was resolved by explanting and replacing the device. The patient was in stable condition.